Event description:
Per the clinic, the patient experienced dizziness since initial implantation surgery and with stimulation from the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026 and there are no plans to reimplant the patient with a new device as of the date of this report.